Manufacturer narrative:
There were an equal number of men and woman included in this study (8), and specific patients could not be identified. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (PMA / 510(k) #)- the device was used for an off label indication. Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4)

Event description:
Krishna, v., king, n.k., sammartino, f., strauss, I., andrade, d.m., wennberg, r.m., lozano, a.m. Anterior nucleus deep brain stimulation for refractory epilepsy: insights into patterns of seizure control and efficacious target. Neurosurgery. 2016. Doi:10.1227/neu.0000000000001197 summary: anterior nucleus (an) deep brain stimulation (dbs) is a palliative treatment for medically refractory epilepsy. The long-term efficacy and the optimal target localization for an dbs are not well understood. Reported events: one (1) patient with deep brain stimulation of the anterior nucleus of the thalamus (an-dbs) to treat epilepsy experienced a ¿deep¿ infection at the cranial implantation site three years after implantation which necessitated hardware removal. The authors suggested that ¿this occurrence of infectious complication could be related to seizure monitoring with externalized dbs leads in these patients.¿ one (1) patient with an-dbs to treat epilepsy experienced a superficial infection. It was stated that ¿a wound revision was sufficient¿ in this patient. In addition, the authors suggested that ¿this occurrence of infectious complication could be related to seizure monitoring with externalized dbs leads in these patients.¿ one (1) patient with an-dbs to treat epilepsy experienced a ¿self-limited episode of postoperative psychosis in the context of a rapid correction of electrolyte imbalance.¿ two (2) patients with an-dbs to treat epilepsy experienced a transient increase in seizure frequency in the immediate post-operative period. One (1) patient with an-dbs to treat epilepsy was considered a non-responder to the therapy because they did not have >50% decrease in seizure frequency, and in fact experienced a 200% increase from their baseline seizure frequency, from 1 per month to 3 per month. An unknown number of patients with an-dbs to treat epilepsy reportedly experienced a 300% increase in seizure frequency as of 1 year after implant. An unknown number of patients with an-dbs to treat epilepsy reportedly experienced a 500% increase in seizure frequency as of 3 y ears after implant. An unknown number of patients with an-dbs to treat epilepsy reportedly experienced a 400% increase in seizure frequency at last follow-up. Follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, and patient outcome. Information regarding diagnostics/troubleshooting, actions/interventions, and potential causes has also been requested for events 1 and 2. A supplemental report will be submitted if additional information is received.